Manufacturer narrative:
Two photos and one sample of a 1 ml luer-lok syringe were received and evaluated. One photo shows a loose syringe with the barrel missing all scale markings, and the second one shows a disassembled syringe with all scale markings missing from the barrel. The sample was received loose and disassembled with all scale markings missing from the barrel as well. The condition observed is non-conforming per product specification. The potential root cause for the missing print defect is associated with the marking process.

Event description:
No printed scale.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok had a scale marking issue. The following information was provided by the initial reporter translated from korean to english: "no printed scale".